Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple inappropriate shocks. The device interrogation revealed backup vvi. The patient was not exposed to mris nor had a surgery. The device was explanted due to normal eri. No further information is available.

Manufacturer narrative:
The reported field event of inappropriate hv therapy and backup vvi (bvvi) was confirmed in the laboratory. Review of the device image noted the inappropriate hv therapy resulted in the battery depleting past eol which caused the bvvi.